Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller alleges pump is not working correctly. Caller delivered a meal bolus via pump and later had symptoms of thirst and a dazed feeling; assumes meal bolus was not effective and took correction via pen. No adverse event reported. Requested return of the alleged device for evaluation.